Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 21186394/ 5007985/ 5008197. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 21891467. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 24397790.

Event description:
It was reported that the patient was experiencing discomfort at the lead incision site. It was also stated that the patient was experiencing loss of stimulation due to high impedances. Imaging revealed that the left lead had migrated by contacts. The patient underwent a lead replacement procedure. Explanted leads were discarded.